Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Information received indicated that no other information is available due to hospital policy. Should additional information become available, it will be reported in a supplemental report. Discarded.

Event description:
It was reported that during a right primary hip surgery, the lip of the liner broke upon impaction. Surgeon had another liner available and was able to complete case without delay or any adverse consequence to patient or user.